Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) but was returned to olympus medical systems india (omsi) for evaluation. Omsi checked the subject device and found followings. There was dirt inside the light guide lens (omsi thought that the dirt was molykote (black powdered lubricant). There was a gap on the glue between the light guide cover and the distal end part. Omsi surmised that the molykote invaded the inside of the light guide lens through this gap. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the information from omsi, there was the possibility that this phenomenon was attributed to the molykote invaded the inside of the light guide lens.

Manufacturer narrative:
The device was in olympus repair center for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus found a gap in the distal end of the device and dirt got into the light guide lens there was no report of patient injury associated with this event.